Event description:
Device 3 of 3. Reference MFR report 1627487-203-23280; 1627487-203-23281. It was reported the patient suffered a fall 6 months ago and has been unable to establish communication with her ipg or have effective stimulation since that time. Subsequently, the patient underwent surgical intervention on (B)(6) 2013. During the procedure, the diagnostic testing revealed high impedance reading on multiple lead contacts. The patient's ipg and leads were explanted and replaced. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Results: complaints were not confirmed for "no communication and no stimulation." As received, the ipg had no instrument marks. The returned ipg successfully communicated with a lab patient programmer, with a warning message: "ipg battery low. Recharge battery." The returned ipg accepted charge and was fully charged on the lab charging bank. After being fully charged, the returned ipg then was tested to manufacturing specifications using the autotester. The ipg passed all tests on the autotester. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.